Event description:
The dental implant fx5008swc was removed on (B)(6) 2019 due to failure to osseointegrate 6 months and 7 days after implantation. The patient has no significant medical history. The patient require bone augmentation for the surgery. The patient has recovered without complications.